Event description:
The manufacturer became aware that a user alleges she took her device to her dme for testing, complaining the power cord/power supply and connection was burnt. The dme told the user this unit was on the recall list and to contact philips. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury reported.  This event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA (B)(4). A report will be filed with all regulatory agencies. Despite of three attempts (.b)(6) 2022 ; the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. This report will be submitted as an initial final. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged that she took her device to her dme for testing, complaining the power cord/power supply and connection was burnt. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. Rust/ water damage was observed. The device powered on and airflow was confirmed. The unit had no power unable to read ds log. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit scrapped due to bad pca.

Manufacturer narrative:
The manufacturer previously reported on MDR 2518422-2022-87904 on h7 that this complaint was in regards to the recall and foam issues. This is incorrect, the complaint was in regards to the power cord/power supply issue and the connection port was burnt. H7 and h9 were reported to be recall and res 88058. This was incorrect. These fields should be blank.